Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient had passed; no other information was provided. According to the patient's obituary, the patient had passed away suddenly on (B)(6) 2009. There is no allegation or evidence that the patient's death was related to diabetes. Further information about the patient's death was not available. This report is made because there is not enough information available to rule out the pump as a contributor to the patient's demise.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.